Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in a 46-year-old female patient who had essure (batch no. 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chest pain, depression, bipolar disorder and dermatitis. Concurrent conditions included abdominal pain, pneumonia, dyslipidemia, chronic bronchitis, asthma, cervicalgia, hypertension, menometrorrhagia, dysfunctional uterine bleeding, simple renal cyst and leukocytosis. Concomitant products included lactobacillus acidophilus (microgenics probiotic 8), lipitac (omega 3) and sertraline. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), menorrhagia ("heavy and prolonged periods") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and device deployment issue ("two coils were noted in the uterine cavity the left side"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (novasure endometrial ablation of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, abdominal pain lower, nausea, dysmenorrhoea, menorrhagia and device deployment issue outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device deployment issue, device dislocation, dysmenorrhoea, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coils in situ, l4-5 disc degeneration with marked sclerotic end plate reaction bilateral sacroiliac arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. (B)(6) 2015 - transabdominal and transvaginal pelvic ultrasound: impression: small amount of fluid within the endometrial cavity, nonspecific. (B)(6) 2016 - pelvic ultrasound : impression: nonspecific tiny fluid within the endometrial lining. (B)(6) 2016 - CT abdomen and pelvis with IV contrast: impression: small right renal cyst, essure coils in situ, l4-5 disc degeneration with marked sclerotic end plate reaction bilateral sacroiliac arthritis. (B)(6) 2017 - serum pregnancy negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records : new reporter, patient demographic information, patient relevant information historical and concondition, lab data, esuure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, new events "abnormal bleeding (vaginal, menorrhagia)" and "two coils were noted in the uterine cavity the left side" were added. Event dysmenorrhea (cramping) clubbed with previous event "painful periods " incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in a 46-year-old female patient who had essure (batch no. 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two coils were noted in the uterine cavity the left side". The patient's past medical history included chest pain, depression, bipolar disorder, dermatitis, lumbago, lumbar facet syndrome, anxiety disorder, hyperlipidemia and myositis. Previously administered products included for contraception: oral contraceptive in 1985; for an unreported indication: lamotrigine and b12. Concurrent conditions included upper abdominal pain, pneumonia, dyslipidemia, chronic bronchitis, asthma, cervicalgia, hypertension, menometrorrhagia, dysfunctional uterine bleeding, simple renal cyst, leukocytosis and obesity. Concomitant products included lactobacillus acidophilus (microgenics probiotic 8), lipitac (omega 3) and sertraline. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain"). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy and prolonged periods"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (novasure endometrial ablation of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, abdominal pain lower, nausea, dysmenorrhoea and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coils in situ, l4-5 disc degeneration with marked sclerotic end plate reaction bilateral sacroiliac arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. (B)(6) 2015 - transabdominal and transvaginal pelvic ultrasound: impression: small amount of fluid within the endometrial cavity, nonspecific. (B)(6) 2016 - pelvic ultrasound : impression: nonspecific tiny fluid within the endometrial lining. (B)(6) 2016 - CT abdomen and pelvis with IV contrast: impression: small right renal cyst, essure coils in situ, l4-5 disc degeneration with marked sclerotic end plate reaction bilateral sacroiliac arthritis. (B)(6) 2017 - serum pregnancy negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), nausea ("nausea"), dysmenorrhoea ("painful periods"), menorrhagia ("heavy and prolonged periods") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, nausea, dysmenorrhoea, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.